Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that testing was carried out which showed a short circuit between electrode channel 5 and 8. Both electrodes have been turned off. Pt did not report any accident or illness. In the pt's current map 2 additional electrode channels have been turned off due to high impedances.